Manufacturer narrative:
(B)(6). On (B)(6) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming, unit smells, and unit alarms are not functional. The key failure is the pilot valve is leaking. Additional malfunction identified on the irs is a defective power switch (aka on/off switch) with no alarm. The reason for repair non-functioning alarm issue from the on/off switch is the basis of this FDA report.